Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for septic total hip arthroplasty - infection. Event is serious and is considered mild. Event has a remote possibly of being related to both device and procedure. Treatment includes revision of depuy head and liner and insertion of antibiotic beads. Doi: (B)(6) 2018, doe: (B)(6) 2018, dor: (B)(6) 2018, (right hip). Please note, there are 3 ae emails attached to this pc. All 3 have a doe of (B)(6) 2018. They are documented in the clinical database as 3 aes to capture the clinical progression of the patient. It is reasonable to conclude that all 3 aes are related to the same event. This progression is detailed below: wound dehiscence: cellulitis and seroma - removed 30 ccs clear bloody fluid, initiated antibiotics. Seroma: methicillin sensitive staph aureus infection - irrigation and debridement. Septic total hip arthroplasty - revision of head and liner as detailed above.